Manufacturer narrative:
Concomitant product: 4068-52 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the patient presented to the emergency room after experiencing a fall. There was potential intermittent atrial undersensing observed on atrial high rate episodes. Upon review of the remote transmission, the right ventricular (rv) had alerted two years prior, due to low impedance. Subsequently, ventricular capture thresholds were programmed off. Follow-up investigation revealed that the right atrial (ra) and rv leads are gradually failing, however no lead extractions were planned due to the patient's age and quality of life issues. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.